Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The returned sion blue guide wire was missing its distal segment. The coil wire was found stretched for approximately 5mm and then fractured from the mid solder designed to sit at 20mm from the tip. The exposed inner coil wire had disarranged coil pitch due to accumulated torsion. At the distal solder of the inner coil wire, the core was found fractured. Proximal to the mid solder, disarranged coil pitch and a bend were found. Each fracture end was microscopically observed. The core composing twist wire and straight wire were found twisted together at the fracture end, indicating excess torsion had contributed to core fracture. The coil wire had a flat fracture surface that suggested torsion had generated when coils got straightened by tensile stress. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Reviewing of manufacturing records found no indication of product quality deficiency. Based on the obtained information and investigation outcome, it was presumed that continuous torsional stress was likely applied on the guide wire while its tip was being trapped by the small branch. As the applied stress generated with wire manipulation exceeded the product's design limit, the guide wire eventually became separated in the vessel. The coil wire was likely fractured by tensile stress generated with wire removal. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720¿) in the same direction; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi guide wire was used in a pci to treat a moderately tortuous, mildly calcified 75-90% stenosis in the left marginal branch. The guide wire was delivered to the distal lcx and maneuvered counterclockwise for one minute. Hourly the guide wire got stuck in the small branch and broke at the radiopaque segment. Although attempted, the separated tip could not be retrieved. The branch was covered by a stent. The patient was fine after the procedure without problem related to the remaining wire fragment.